Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. The full lead was subsequently returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.